Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported via strykeractive (B)(4) site that patient had bilateral total replacements a little over 2 years ago. No pain or problems there speak of but left knee which was the worst is a little unstable.